Event description:
It was reported that the patient received inappropriate anti tachycardia pacing (atp) therapy due to oversensing of rv lead noise. Programming changes were made, however, noise was not resolved. Subsequently, the lead was capped and replaced on (B)(6) 2017. The patient condition was stable.